Event description:
It is reported that the device was implanted in 2007 and revised in early 2009, due to dislocation.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. The stem and cup are unknown. Dislocation could be due to (but not limited to) one or more of the following: improper shell size selection, incorrect component positioning, femoral component impingement, patient anatomy prone to dislocation, improper anatomical position assumed by patient, or soft tissue laxity. Based on the available information, a definitive cause can not be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed ot meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.